Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant the right ventricular (rv) lead coil was noted to have a gap in continuity approximately three centimeters from the distal end of the coil. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.